Event description:
It was reported that the xenon light source required a replacement connector. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was evaluated by a field service engineer on site and confirmed defective contact with light source, no problem with image transmission. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.